Manufacturer narrative:
(B)(4). This MDR reports the fourth device that was attempted in this event. The pipeline flex was received without its pushwire. As received, one end of the pipeline flex was found not opened due to damaged braid. The other end was found fully opened with damaged braid. However, the cause for the damage could not be determined. No other anomalies were observed. Based on evaluation of the returned device, the complaint of pipeline flex failure to open distal could not be confirmed. The pipeline flex was returned without its pushwire attached, therefore, the distal and proximal end of the pipeline flex could not be determined. One end of the pipeline flex was not opened due to damaged braid. The other end was fully opened with damaged braid. It is possible that the damage to the braid may have contributed to the reported issue. However, the cause for damage could not be determined. All products are 100% inspected for damage and irregularities during manufacture. The same event as reported in MDR# 2029214-2015-05004 reference (B)(4).

Event description:
Medtronic received report that two pipeline flex devices did not open during a procedure. The patient was being treated for a large unruptured, extremely dysplastic, fusiform aneurysm encompassing the left internal carotid artery (ica) from the petrous to ophthalmic segments. The first pipeline flex was implanted without any noted issue. A second pipeline flex (ped-500-25) was navigated to the treatment site without friction. At deployment, the distal end would not open; it had a trumpet shape. The pipeline flex was resheathed and re-deployed two times, which was unsuccessful in opening the device. The pipeline flex and microcatheter were removed together. The third pipeline flex attempted was implanted successfully. The fourth pipeline flex (ped-500-20) attempted also did not open distally ¿ it had a trumpet shape on the distal end. The pipeline flex was removed from the patient leaving the microcatheter in place. The fifth pipeline flex attempted was implanted successfully. Angiographic result post-procedure was slow flow. There was no report of patient injury as a result of this event.